Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a procedure, and the first very first time they used the pilers, they noticed that the forceps cev133 bipolar 350mm lrg botella (cev133) were difficult to close, "they are particularly stiff." It was reported that replacement units were used to complete the surgery. The product was not in contact with the patient; thus, no injury or death was reported. However, there was a 30-minute increase in surgical time to find an alternative suitable instrument.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected fields: h6: (investigation findings 1) and (investigation conclusions 1).

Event description:
N/a.

Manufacturer narrative:
The forceps cev133 bipolar 350mm lrg botella (cev133) was not returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Product or objective evidence was not returned, so the evaluation could not be performed. Therefore, an investigation into the cause could not be performed. The potential root cause of the problem may be a lack of lubrication or a trimming issue, as the pin was too dull. It could be confirmed with an investigation of the instrument

Event description:
N/a.